Event description:
It was reported that the patient felt a shocking sensation down the right side of his body ¿sometime last fall,¿ but the sensation had not re-occurred since then. The representative then began commenting on the impedance measurements received by the reporter. ¿there was damage¿ that appeared to be an intermittent short circuit with contacts 0 and 3. The nature of the ¿damage¿ appeared to be such that the wires were probably fractured and as the patient moved around it was possible that the circuit could open, thus effectively presenting itself as loss of therapy. At the time of the report the patient was programmed to contacts that were not involved in the short. Eleven days later it was reported that a conference call was set up to determine next steps. The following day it was reported that the patient was reprogrammed on (B)(6) 2013. That patient had had no further issues. No further troubleshooting or action would be taken at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 3387s-40, lot# v571555, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# v571555, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va04h0h, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).